Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics for low blood glucose twice. The customer mentioned having high blood glucose sporadically and sometimes he estimated the carbohydrates and bolus with his own amounts of insulin. Troubleshooting was performed and the displacement test passed. The totals were accurate for several days.